Event description:
It was reported that following a stent placement procedure, the left ventricular (lv) lead exhibited increased and fluctuating capture thresholds and now measured at high values. A gradual increase was also noted in impedance and now measured at high values. It was suspected that the lead had pulled back following the procedure, but an x-ray indicated no change in lead positioning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).